Event description:
This lead was capped and replaced due to patient experienced multiple vt/vf episodes that were the result of inappropriate sensing and noise. Should additional information become available this report will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.